Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 2.1 was failed. The field service engineer replaced position sensor, zip ties and adjusted all cables to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis anesthesia es system drawer 2.1 was failed before a start of procedure, the user was able to pull medication manually. However, there were no adverse events or injuries reported based on this event.